Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identifications are necessary for review of device history records; lot was not provided. Attempts have been made to gather all product identification information and no further information has been provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, h10 and h11.

Event description:
It was reported that after the treatment for pectus excavatum with pectus bar, the patient encountered two issues with the bar. First, the patient developed hyperpigmentation of the skin along the distribution of the bars. This was self limiting, but distressing to the patient and patient's family at the outset. Second, the patient has developed flipping of both bars approximately 9 months postoperatively. The patient was revised.

Manufacturer narrative:
Complaint (B)(4). B3: event date: unknown date in september 2024 was provided. D6: explant date: unknown date in (B)(6) 2023 d10: medical products item #78-6110, lot #unknown; pectus blu prbnt ti bar 11in. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.